Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, dust accumulation was observed but the relationship between the dust and the reported event could not be identified. Since the device malfunction was not reproduced during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name : (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a communication error when the power was turned on after connecting the device with a camera head, and it was resolved by disconnecting and reconnecting the connector and restarting the device. The issue was found during preparation for use, and the unspecified procedure was completed with the same set of equipment. There were no reports of patient harm.